Event description:
It was reported that the pt underwent a cervical fusion to c1/c2. The pedicle was broken while the c1 screw was being placed. The dr placed the screw by changing the angle of the screw. One week post op, it was found that the c1 screw backed out. A revision surgery was performed. The pt was reportedly doing well after the revision.

Manufacturer narrative:
Device was not returned to MFR for eval. Unable to determine the cause of the event.